Manufacturer narrative:
Device received with missing retainer and reservoir tube o-ring. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Manufacturer narrative:
Device received with missing retainer and reservoir tube o-ring. Unable to perform the displacement test and p-cap or reservoir will not lock properly due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump reservoir ring was detached. The blood glucose was not provided at the time of the incident. No further information was given. Insulin pump will return for analysis.